Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a defective air in line printed circuit board (ail pcb) on channel c. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: during product evaluation, a defective air in line printed circuit board (ail pcb) on channel c was observed. The ail pcb on channel c was replaced. The pump was tested for proper operation and pump found to function properly.